Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarms. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, broken battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked case at the reservoir tube window corners and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for motor error. The customer's blood glucose level was reported to be 250mg/dl. Troubleshoot was conducted, and the device failed the displacement test. It was reported that the customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.